Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient had to return to the operating room and the lens was explanted due to uncontrollable eye pressure with high vault.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted an implantable collamer lens into the patient's eye. The patient(s) experienced a high vault; elevated iop; "wound burp"; and medication was prescribed (oral acetazolamide & iop lowering drops). Reportedly "of my first 28 evo lenses, half had intraocular pressures of 30mmhg or higher. 1/4 to 1/3 of those required fairly extensive treatment and observation". Additional information provided was "burping the paracentesis over a period of hours, acetazolamide and drops". The lens was explanted. H6- health effect- clinical code: 4581- "wound burp." Claim#: (B)(4).